Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient says they got a call from manufacturer in march saying there was a "better new battery" and patient (pt) told them yes and the person was going to get ahold of the doctors office but the healthcare provider (hcp) said they hadn't heard from anyone. Pt says that they want the battery replaced because "I can tell its needing to be replaced, and the controller keeps losing its data and I have to put the date and time in". Pt says this started happening shortly after getting the replacement controller but didn't know if it was the end of last year or early this year. Pt said they couldn't charge the ins and wanted to get ins replaced. Pt said their hcp office was rude and might find another doctor. Emailed local manufacturer representative (rep) asking them to call patient back. Before closing case, an email response already came in from rep and they said they would call the patient back. Additional information was received from a manufacturer representative (rep) stating the cause of the controller losing data was not determined. Rep met with the provider in person to discuss options for the patient getting the battery replaced. Pt is only able to see the provider one day of the week at a certain time and the provider is unavailable on those dates. Pt was made aware of the situation and encouraged to make an appt to schedule surgery. Information confirmed by physician.